Manufacturer narrative:
Details of complaint: the customer reported that telemetry transmitters were in comm loss with the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) had two technicians onsite when this report was made. The onsite technicians collected the event logs from the cns. A follow-up correspondence to obtain patient demographic information and confirmation of the troubleshooting results was not responded to by the customer. With the available information, a root cause cannot be determined. The most likely root cause is the facility's network environment due to a lack of repeated issues. If the device was malfunctioning, there would be evidence of replacement or repair of device components. Network settings are often the cause for communication loss as the system will prevent the transfer of information due to permissions or incorrect settings. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The biomedical engineer (bme) reported that there was communication loss between the central nurse station (cns) and the telemetry tiles in the room. No patient harm or injury reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was communication loss between the central nurse station (cns) and the telemetry tiles in the room. No patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that there was communication loss between the central nurse station (cns) and the telemetry tiles in the room. No patient harm or injury reported.